Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
(B)(6) study ((B)(4)), patient (B)(6), access site infection probably related to filter retrieval procedure. On (B)(6) 2015 (same day as procedure), the pre-placement ultrasound was completed and revealed the presence of thrombus in the bilateral lower extremities. Thrombus assessment of the inferior vena cava (ivc) and pelvic veins was not possible due to overlying bowel gas. Core lab analysis of the pre-placement ultrasound revealed no evidence of thrombus in ivc, pelvic veins or lower extremities. The primary reason for the filter placement was a current dvt with a contraindication to anticoagulation due to a planned orthopedic surgery. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 28.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect(tm) filter ((B)(4), lot # e3361034) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 - 11 degrees. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 29.3 mm (oblique view). There was no evidence of filter deformation, migration, extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the oblique view was 10.3 degrees. Core lab commented: "unable to measure ivcd at exact placement site due to overlying hardware." On the same day, the post procedure x-ray revealed no evidence of filter fracture, embolization or migration. The filter tilt was 6 - &#63537;11 degrees. Core lab analysis of the post procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the lat view was 7.8 degrees and 6.9 degrees in the oblique view. When the pre discharge clinical assessment was performed, the patient was taking xarelto(tm).&#60301; on the same day, the patient was discharged from the hospital. On (B)(6) 2016 (118 days post procedure), the three month follow-up visit was performed. A filter retrieval procedure was scheduled. The patient continued to take xarelto(tm).&#60320;since the last visit, the patient had not experienced a reportable event. On (B)(6) 2016 (145 days post procedure), the pre retrieval x-ray was performed and revealed no evidence of filter fracture, embolization, migration, or tilt. Core lab analysis of the pre retrieval x-ray is not available. On the same day, the filter was retrieved with no difficulty. The primary reason for filter retrieval was because it was no longer clinically needed. There was no thrombus present in the filter. Filter legs did appear outside the column of contrast before retrieval. The patient was taking xarelto(tm).&#60320;retrieval was accomplished endovascularly with a gunther tulip(tm) retrieval set via the right internal jugular vein. There was no extravasation of contrast after filter retrieval. The patient was discharged the same day. Core lab analysis of the retrieval venography is not available. On (B)(6) 2016 (148 days post procedure), the patient developed an access site infection. Treatment included the administration of antibiotics. The treating physician determined that the event was probably related to the retrieval procedure. On (B)(6) 2016 (174 days post procedure), the one month post retrieval clinical assessment was performed. The patient was taking xarelto(tm) and had experienced a reportable event as described above. On the same day, the patient exited the study. The patient has exited the study.

Manufacturer narrative:
Investigation - evaluation: a review of the instructions for use (IFU), manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. The lot number is not know, accordingly a review of the device manufacturing records could not be conducted. There is no evidence to suggest the product was not made to specifications. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: the device is "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile." The IFU lists ¿wound infection at retrieval access site¿ as a potential adverse event. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints.

Event description:
(B)(4), access site infection probably related to filter retrieval procedure. On (B)(6) 2015 (same day as procedure), the pre-placement ultrasound was completed and revealed the presence of thrombus in the bilateral lower extremities. Thrombus assessment of the inferior vena cava (ivc) and pelvic veins was not possible due to overlying bowel gas. Core lab analysis of the pre-placement ultrasound revealed no evidence of thrombus in ivc, pelvic veins or lower extremities. The primary reason for the filter placement was a current dvt with a contraindication to anticoagulation due to a planned orthopedic surgery. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 28.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect(tm) filter (gpn (B)(4), lot # e3361034) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 - 11 degrees. Core lab analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 29.3 mm (oblique view). There was no evidence of filter deformation, migration, extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the oblique view was 10.3 degrees. Core lab commented: "unable to measure ivcd at exact placement site due to overlying hardware." On the same day, the post procedure x-ray revealed no evidence of filter fracture, embolization or migration. The filter tilt was 6 - 11 degrees. Core lab analysis of the post procedure x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of filter tilt in the lat view was 7.8 degrees and 6.9 degrees in the oblique view. When the pre discharge clinical assessment was performed, the patient was taking xarelto(tm). On the same day, the patient was discharged from the hospital. On (B)(6) 2016 (118 days post procedure), the three month follow-up visit was performed. A filter retrieval procedure was scheduled. The patient continued to take xarelto(tm)&#60320;since the last visit, the patient had not experienced a reportable event. On (B)(6) 2016 (145 days post procedure), the pre retrieval x-ray was performed and revealed no evidence of filter fracture, embolization, migration, or tilt. Core lab analysis of the pre retrieval x-ray is not available. On the same day, the filter was retrieved with no difficulty. The primary reason for filter retrieval was because it was no longer clinically needed. There was no thrombus present in the filter. Filter legs did appear outside the column of contrast before retrieval. The patient was taking xarelto(tm) retrieval was accomplished endovascularly with a gunther tulip(tm) retrieval set via the right internal jugular vein. There was no extravasation of contrast after filter retrieval. The patient was discharged the same day. Core lab analysis of the retrieval venography is not available. On (B)(6) 2016 (148 days post procedure), the patient developed an access site infection. Treatment included the administration of antibiotics. The treating physician determined that the event was probably related to the retrieval procedure. On (B)(6) 2016 (174 days post procedure), the one month post retrieval clinical assessment was performed. The patient was taking xarelto(tm) and had experienced a reportable event as described above. On the same day, the patient exited the study. The patient has exited the study.